Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, the usb cable was damaged and unable to charge. Customer¿s blood glucose level was 204mg/dl. Although requested, the customer did not provide information regarding backup therapy.